Event description:
Pt states that the insulin needles he received are dull. He states that he has been receiving the same needles and has been injecting himself for several years and has never had a problem. He states that when he goes to inject himself that it is much harder to break the skin. Dose, frequency & route used: injecting twice daily. Therapy dates: over 2 years. Diagnosis for use: diabetes.